Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The service history evaluation is unconfirmed. A review of the service history has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot 5104180 (updated) no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 26-oct-2005. The part returned for inspection. During evaluation the repair technician reported the ratchet was not locking and the item is not repairable. The cause of the reported issue is undetermined.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the service and repair department from the sales consultant on the following issues with field equipment: one depth gauge has a needle that is bent and out of alignment. There are five reduction forceps that need to be tightened so that ratchet locking mechanism works. Also; there are two reduction forceps with points broad-ratchet that also need to be tightened so ratchet locking mechanism works. The sales consultant confirmed that there was no patient involvement and that the issue was found outside of the operating room. This report is 7 of 7 for complaint com-(B)(4).

Manufacturer narrative:
A product development evaluation was completed: the instrument was returned in very good condition. There is minimal wear on the serrated teeth and is functioning as intended. Two reduction forceps with points, broad, ratchet (part 398.41, lots a7da24, 5104180/a7oa42) were returned for the ratcheting mechanism reportedly being loose and not working. Per the technique guide, the forceps are used to reduce and secure axial alignment of fragments prior to fixation for the 2.4, 2.7, and 3.5mm plates. Sets typically include other ratcheting reduction forceps such as 399.99 or 398.40. Both of the returned forceps were found to be ratcheting and locking well. When the handles are tightened, the teeth of the handles lock and do not unlock unless manually pulled apart. The latest product drawing was reviewed along with the drawing from the time of manufacture. Both revisions were found to be adequate for the instrument¿s intended use. The most likely cause for this complaint is user error as the instruments are working as intended. The design is adequate for the instrument¿s intended use as the returned devices are working as intended. The complaint for these parts is deemed unconfirmed and not related to the design. Health professional inadvertently checked; should be only company representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history review was conducted. The report indicates that no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.